Event description:
It was reported that the patient underwent a revision procedure due to having high impedances on the leads. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-adapters. Upn: (B)(4). Model: sc-9218-15. Serial: (B)(6). Batch: 7058704.